Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2020 between 6 am and 6:45 am. The patient was at home at the time of passing. It was reported that the patient's daughter was present and that ems attempted resuscitation efforts. Review of the download data, indicates the patient received ten shocks in response to oversensing of low amplitude cardiac signal and CPR/motion artifact. At the time of the first two treatments at 05:11:59 and 05:12:26 the patient was seen in asystole with cardiac amplitude oversensing. The patient's post shock rhythm for both shocks was asystole. CPR/motion artifact obscured the ECG recording at the time of the third treatment at 05:22:40. The patient's post shock rhythm was asystole with CPR/motion artifact. The patient received a fourth treatment at 05:23:26 while in asystole with CPR/motion artifact. The patient's post shock rhythm was asystole with CPR/motion artifact. Treatments 5, 6, 7, 8, 9, and 10 were delivered at 05:23:51, 05:27:13, 05:27:34, 05:28:01, 05:28:34, and 05:29:06 when the ECG recording was obscured by CPR/motion artifact. The patient's post shock rhythm for these treatments was also obscured by CPR/motion artifact. The response buttons were not pressed during the event. The patient passed away on (B)(6) 2020 between approximately 6 am and 6:45 am. There is no indication that the lifevest treatments during asystole caused or contributed to the death as, the patient was already in a non-life-sustaining rhythm. No deficiencies were alleged against the lifevest.